Event description:
After placement of another MFR's stent in the proximal lad, there was an area of narrowing in the circumflex artery at the bifurcation of the circumflex and the left anterior descending artery. Therefore, a 3.5mm diameter by 9mm length s670 rapid exchange stent delivery system was then tracked to the circumflex coronary artery. The lesion was not pre-dilated prior to the device being inserted. It was not possible for the stent to cross the target lesion therefore it was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the aorta. The stent was successfully snared from the pt. The pt was reported to be stable at completion of the procedure and there was no add'l clinical sequelae reported related to the event. There was no product returned for eval.